Manufacturer narrative:
The reported event was unconfirmed. Sample was evaluated and no pinch or blockage observed. How and when problem occurred could not determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe by hands [the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. No substance except sterile water should be used to inflate the balloon [if contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely]. Do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall

Event description:
It was reported that it was difficult to deflate the balloon during the pretest.